Event description:
Additional information: the patient was elevated on the transplant list and is at home awaiting a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusions: although review of the submitted log files confirmed low flow alarms, the reported outflow graft twist could not be confirmed as no product was returned for evaluation and no images were submitted for review. The controller event log file contained data on (B)(6) 2019 from 5:16:31 am to 10:33:55 am. The pump was set to a fixed speed between 6100 rpm and 6500 rpm throughout the log file and operated at or above the low speed limit of 5100 rpm for the duration of the log file. The log file consisted of almost entirely low flow alarms. The calculated flow ranged from 0.2 lpm to 2.5 lpm for the duration of the log file, with a consistent drop in flow throughout the log file. The controller periodic log file contained data from 22apr2019 to 27aug2019. The log file captured a relatively stable range of flow typically between approximately 4.0 lpm to 5.3 lpm until a gradual decrease in flow started around (B)(6) 2019. The flow continued to gradually decrease for the remaining duration of the log file all the way down to 1.6 lpm by (B)(6) 2019. The log file captured low flow alarms on (B)(6) 2019 and on (B)(6) 2019. The pump remained above the low speed limit for all data captured within the log file. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low flow alarms. The patient was admitted on suspicion of an outflow graft twist. Log files showed low flow events on (B)(6) 2019 and that flow began trending downward on approximately (B)(6) 2019. There appeared to be something interfering with blood volume flowing through the pump. The patient underwent an additional surgery. End to end graft was connected between the pump and the aortic parts. The operation did not require extracorporeal circulation. After connecting, the flow returned to normal. The surgeon decided that this was the best way to resolve the situation, although the manufacturer's representative recommended replacing the lvad or the outflow graft. No further information was provided.